Manufacturer narrative:
Initial reporter: clinical research specialist. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Study name: opus one procedure: vertebroplasty (cementoplasty was performed during procedure) it was reported that intra-op, the cement extravasation had occurred at superior disc space. Bone cement volume implanted was 7 cc. No further information was available.